Manufacturer narrative:
6/3/97-supplemental report #1 submitted to FDA. The production lot number has become available to the MFR and the MFR report #1219161-1997-400 is not the appropriate manufacturing site reference number. Co will submitt an initial report with the appropriate manufacturing site reference number which is MFR report #1219930-1997-1210. All info pretaining to this event will be submitted in the initial report #1219930-1997-1210. Please disregard MFR report #1219161-1997-400 and refer to MFR report #1219930-1997-1210 for all info concerning this event.

Event description:
During an abdominal sacrocolpoexy procedure the device misfired.